Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.9 - 3.7 inr): qc 1: 3.8 inr, qc 2: 3.7 inr, qc 3: 3.7 inr. One out of three inr values obtained with the customer test strips was slightly above the specified internal alert limits, so the functionality of the complained coaguchek test strips could not entirely be confirmed by control measurement. Thus, blood measurements were performed. Since no more customer test strips were available, retention strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 43% , donor 2 hct: 45% . Testing results: donor #1: retention meter and master lot strips: 1.5 inr, retention meter and retention strips (lot 272162-10): 1.4 inr, retention meter and retention strips (lot 304975-10: 1.4 inr. Donor #2: retention meter and master lot strips: 2.5 inr, retention meter and retention strips (lot 272162-10): 2.4 inr , retention meter and retention strips (lot 304975-10): 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer was on antibiotics since (B)(6) 2019.

Manufacturer narrative:
Occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 8:17 pm the result from the meter was 8.0 inr. At 8:22 pm the result from the meter was 8.0 inr. At 10:00 pm the result from the laboratory was 4.0 inr. The customer's therapeutic range is 3.5 - 4.5 inr. There was no allegation of an adverse event. The customer's diet was provided as a "balanced diet, small amounts." There were no changes in therapy or lifestyle. The customer's current condition was provided as well. Relevant retention test strips (lot 272162) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.